Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) will not boot up. The system power cable was moved to several different power outlets with no resolution. There was no patient present when this issue was identified.